Event description:
While the hospital staff was attempting to manually resuscitate a patient, the peep valve restricted ventilation making the resuscitation effort difficult. Once the peep valve was removed, ventilation could occur. The patient was not harmed or injured by this event.